Event description:
It was reported that during a shoulder procedure using a magnum x anchor, upon implantation the sutures failed to tension. The anchor was abandoned in the bone and a new bone hole was drilled to complete the procedure with a backup device. There were no significant delays or patient complications reported as a result of this event.